Event description:
A 65-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2026. On (B)(6) 2026, the patient¿s spouse notified novocure that the patient experienced severe headaches that began shortly after initiation of optune gio therapy. The spouse noted that the patient's cortisone dosage had recently been reduced and weather changes may have contributed to generalized headaches. The patient self-administered ibuprofen and notified a nurse of the symptoms. After removing the transducer arrays, the patient noticed small blisters across the scalp accompanied by severe pruritus. As a result, optune gio therapy was temporarily discontinued. On (B)(6) 2026, the patient¿s spouse reported progression of the skin reaction with urticaria spreading throughout the patient¿s body. A healthcare provider (hcp) prescribed another topical cortisone treatment and recommended continuing optune gio therapy after the skin condition had resolved. At that time, the patient continued to experience severe generalized pruritus. On (B)(6) 2026, the spouse noted a slight improvement in the urticaria; however, the patient continued to experience extremely intense pruritus affecting the entire body. The patient was treated with antihistamines as well as both oral and topical cortisone. A follow-up appointment with hcp was scheduled. Optune gio therapy was not resumed. On (B)(6) 2026, the spouse notified novocure that the urticaria and generalized pruritus persisted. The patient was scheduled to undergo allergy testing to evaluate potential sensitivities to various allergens, including components of the therapy arrays and concomitant medications. On (B)(6) 2026, the patient¿s prescribing hcp informed novocure that the patient continued optune gio therapy and temozolomide. Per a report provided by the hcp from dermatology, the patient presented with severe pruritus and mild erythematous changes following recent oral candidiasis, currently treated with nystatin, with no prior history of urticaria and no identifiable new triggers such as medications, contrast agents, or infections. On examination, there was mild erythema in the waist region, mild urticarial dermographism, petechiae on the lower extremities and flanks, and post-inflammatory hyperpigmentation on the forearms. Current medications include dexamethasone 8mg (recently increased), fexofenadine, and temozolomide. Clinical presentation and images were most consistent with acute urticaria, possibly triggered by oral candidiasis; however, the presence of petechiae warranted correlation with the blood count, particularly in the context of ongoing chemotherapy. Treatment with methylprednisolone aceponate cream twice daily for 7 days and increased fexofenadine dosing was recommended, with dermatology follow-up in one week. Following application of transducer arrays, the patient developed generalized urticaria on (B)(6) 2028, which showed insufficient response to prior treatment with methylprednisolone aceponate cream and desloratadine. Examination revealed a generalized fine macular to maculopapular exanthem with scratch excoriations. A mycological swab was obtained to evaluate concomitant oral fungal infection. The clinical picture was assessed as consistent with a treatment-associated cutaneous reaction. Recommended therapy included mometasone ointment once daily for 7 days, followed by gradual tapering (every other day, then every 3 days), continued use of a polidocanol-containing emollient lotion 1¿2 times daily, and rupatadine up to twice daily as needed. Prednisolone tapered (2 mg daily for 1 week, then 1 mg daily for 1 week, then discontinued). Follow-up was planned in 2 weeks, and referral to an allergist for patch testing of the electrode materials was advised.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the hypersensitivity cannot be ruled out. Hypersensitivity is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Use of optune therapy is contraindicated in patients with sensitivity to conductive hydrogels. Per the IFU, skin contact with the gel used with the optune therapy system may commonly cause increased redness and itching and rarely may even lead to severe allergic reactions. Headache is assessed as related to device use, although not serious. Oral candidiasis is not related to device use.